Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that insulin leaked from the reservoir. The customer's mother stated that one batch of reservoirs allowed air to come into it and had a loose plunger. She reported that the customer had ketones present in the last 2 nights. She also stated that there was air in the tubing of the infusion set for the last 2 to 3 consecutive nights. She stated that when she filled the reservoir on the night prior, insulin leaked out through the o-rings and reservoir. She reported that the air bubbles issue also occurred with several batches of infusion sets. She reported that the ketones came from the air bubbles anomaly, and the blood glucose levels were perfect. She estimated that the blood glucose reading was in the mid 200 mg/dl range. She declined troubleshooting, advising that she had already done so, and had determined where the leak came from. She requested replacement of the reservoirs, since she had had to replace the reservoir every day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.